Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad inoperable, which was reproduced during evaluation. Visual inspection observed a damaged keypad assembly which may impact keypad functionality. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump blue key second from the left was inoperable. The event happened during use at the burn care department. There was no known patient injury or medical intervention associated with this event. No additional information is available.